Event description:
Penumbra velocity delivery microcatheter was being prepared for a case and was found to have split at the hub. A second catheter was used without issue.

Manufacturer narrative:
Results: the hypo-tube/strain relief is stretched. A small crack is visible on the luer hub. Conclusion: the complaint has been evaluated. The complaint indicates that there was a split at the hub velocity catheter observed upon preparation of the product. During the evaluation of the returned product it was confirmed that there was a crack/split in the hub. The cause of this damage cannot be directly determined. However, if a syringe, rhv, or any luer fitting that fits the hub is over tightened; it is possible that this type of damage will occur. The stretched hypotube was not described in the complaint. The cause of this damage is unknown. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.